Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for an unspecified infection coincident with peritoneal dialysis therapy. The cause of the infection was unknown and treatment information was not reported. The patient was eventually discharged from the hospital. It was unknown if the patient had recovered from the infection. Additional information was requested but is not available.